Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in manufacturer name, city and state and MFR site and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd micro-fine¿ ultra 4mm pen needle was clogged and unable to deliver novomix30 during use. The following information was provided by the initial reporter, translated from dutch: "I use bd micro fine ultra 4 mm for injecting novomix30. Often the needle is clogged and I have to take a new one , sometimes twice."

Event description:
It was reported that the unspecified bd micro-fine¿ ultra 4mm pen needle was clogged and unable to deliver novomix30 during use. The following information was provided by the initial reporter, translated from dutch: "I use bd micro fine ultra 4 mm for injecting novomix30. Often the needle is clogged and I have to take a new one , sometimes twice."

Manufacturer narrative:
H6:investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.